Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated dka can cause breathing difficulties, shock, coma, and eventually death." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance." And "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
A certified diabetes educator called on behalf of a pt. The pt activated the pod on (B)(6) 2013 at 1:54 pm. At 2:41 pm, he was admitted into the emergency room at intermountain medical center for diabetic ketoacidosis and was put on a insulin drip. The pod was also left on. He was taken off the drip just after midnight on the morning of (B)(6) 2013 and given injections for corrections and meals. The device's basal insulin was suspended for an hour from 9:19 am to 10:19 am on (B)(6) 2013 and then removed without deactivation.